Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer's representative (rep) and the healthcare profession (hcp): the patient ha s an upcoming appointment on (B)(6)2018 to have the device checked regarding the por reset. The rep reported the patient's pocket issue had been resolved. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer's representative (rep) and the healthcare profession (hcp): it was confirm ed that the por (power on reset) was cleared at the (B)(6)2018-may appointment. There were no additional updates regarding the incision/pocket healing after the surgery to clean the pocket or further actions taken. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had surgery this morning for problems as to why their incision was not healing. The patient forgot to turn the therapy off using the programmer. A power-on-reset (por) message was seen on the programmer screen. Additional information received from the patient on (B)(6) 2018 confirmed that the surgery they had was to clean the pocket out and they got a por message as a result. The device was off and not working and they stated that they ¿might as well have it removed if she can't use it¿. The patient went to their doctor¿s office yesterday and was told they did not have a clinician programmer to clear the por so they needed to see the manufacturer¿s representative. There were no further complications reported or anticipated.